Event description:
It was reported that during a right coronary artery (rca) intervention, after stent implantation, a 2.5x15mm nc trek dilatation device was advanced to the 90% stenosed lesion. While advancing a 3.0x15mm nc trek, resistance was met and it was noted the guide wires were possibly entangled. Upon removal of the 3.0x15 nc trek, the proximal shaft separated. Both pieces were removed along with the guide wire without reported difficulty. There was no adverse patient sequela and no clinically significant delay in procedure. Another nc trek successfully completed the procedure. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: there was resistance removing the device before the separation and the device was removed against resistance.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported resistance could not be confirmed using a proxy guide wire and was most likely due the case circumstances. The reported shaft separation was confirmed on the return. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek instructions for use (IFU) states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Continuing to advance or retract the catheter may result in damage to the vessels and/or separation. Based on the visual analysis and functional testing of the returned device, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: nc trek 2.5x15; guide wire: x-tream, xt-a, rinato, runthrough ns; stent: xience xpedition 3.0x33. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.